Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead is currently being hospitalized. It is known that this patient is unresponsive and had to be intubated. Patient had very fine ventricular fibrillation (vf) which was not being treated due to an observation of undersensing. The vf rhythm was eventually treated with anti tachycardia pacing (atp) therapy and a 21j shock. The sales representative made some reprogramming changes. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.